Manufacturer narrative:
(B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was damaged was confirmed. The following defects were found with the device upon evaluation. -outer tube damaged - distal tip damaged. -shaver damage to distal tip - holes in distal tip fiber holes in soldered seam. -illumination - distal tip fiber damaged. -optical system - optical components broken lenses in optical system. The device was diagnosed and repaired by means of spare parts. It was tested and found to be working according to specifications. User mishandling is the most probable root cause of the physical damage to the scope. Further, the contact with the shaver during use has caused the holes in distal tip fiber and soldered seam. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during a shoulder scope surgery, it was observed that the endoscope device was damaged. During in-house engineering evaluation, the following were found: -outer tube damaged - distal tip damaged. -shaver damage to distal tip - holes in distal tip fiber holes in soldered seam. -illumination - distal tip fiber damaged. -optical system - optical components broken lenses in optical system. They completed surgery using another scope without delay. There were no adverse patient consequences reported. No additional information was provided.